Event description:
It was reported to philips that the battery pca has bent pins. There was no reported patient involvement. One battery pca was returned for failure analysis. The reported problem was verified in the lab based on visual inspection. The problem was localized to j2 pin 8 which was found to be permanently compressed and j1 pin 7 which was slightly bent and loose.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery pca has bent pins. There was no reported patient involvement.